Event description:
Informatin provided states that patient had 3 m6-c cervical discs removed due to unknown reasons at this time. The devices were explanted on (B)(6) 2022.

Manufacturer narrative:
The build lhr for fg 0005-14 h80006308 aay353, was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications.additional information and the return of the devices has been requested.